Manufacturer narrative:
The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade unknown, rupture and seroma-late.

Event description:
Patient reported left side seroma, capsular contracture baker grade unknown and rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
It was later clarified that left side capsular contracture was the only event. The events of seroma-late and rupture were not present on the left side. The device has been explanted.